Event description:
Report received from (B)(6), stating the device was "heating". The device was not being used during a procedure. The date of the event is unk. No pt or user injuries were reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. Reliability engineering evaluated the device, and the reported problem could not be confirmed or duplicated. The device was tested and passed all operational specifications, including temp assessment, and no problems were noted. If additional info is received, a supplemental report will be sent. (B)(4).